Manufacturer narrative:
Additional information added to: a4;d4,d10 ************************************************ the report of the device turning on and off by its own was confirmed the event log does contain entries where the system is powered on and then immediately powered off, however, the power offs were initiated by selecting channel off on the pump module and not the pcu. ¿ a review of the device error logs found no errors during the time of the reported event, nor were there any errors in the entire log related to unsolicited shutdown of the device. ¿ functional testing performed confirmed the pcu was able to power on/off without pushing buttons on the keypad. Analysis of the log review showed that the last infusions were programmed on (B)(6) 2020. Between 4:34 pm and 4:37 pm, the system was powered on and then the pump module was channeled off within a minute of powering on. The system was powered on a 4th time and was able to be used to infuse several medications from 4:38 pm on (B)(6) 2020 to 1:04 am on (B)(6) 2020 without any unexpected shutdowns. Functional testing confirmed that the pcu was able to power on/off without pushing buttons on the keypad. Internal inspection of the device found contamination on the keypad traces. The root cause was identified as contamination on the keypad traces. Device history review: review of the pcu s/n (B)(6) service history record showed that the device was manufactured on 25 april 2020. A review of the device service history record was performed beginning from the date of manufacture to the present date (B)(6) 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that the device is turning on/off on its own, resulting in low blood pressure.

Manufacturer narrative:
The event logs have been received. A follow up report will be submitted once the evaluation is completed. No device received-log review only.

Event description:
It was reported that the device is turning on/off on its own, resulting in low blood pressure.